Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one in. Pact admiral drug coated balloon catheter was used to treat the distal sfa. Approximately 1 year and 11 months post index procedure the patient had restenosis of the distal sfa and was treated with 3 in. Pact admiral drug coated balloon catheters and a non mdt balloon. The investigator assessed that the event is not related to the study device, procedure or drug. The patient recovered.

Manufacturer narrative:
Cec adjudicated that the restenosis event requiring revascularisation is related to the study device but not related to the procedure or therapy.